Event description:
The patient was enrolled into the heal-laa study on 30-apr-2024 with patient identifier 0322laa030, and index procedure was performed on the same day. It was reported that thrombosis occurred. The patient was on apixaban prior to consent and screening of the study, and heparin was administered prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was discharged on aspirin and clopidogrel. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed a device related thrombus (drt) located on the closure device with maximum area of 1.1cm2. At time of event, the patient was on aspirin and clopidogrel. The physician recommended to discontinue clopidogrel, and the patient to start apixaban with continued intake of aspirin in response to the drt. No further interventions were reported.